Event description:
During a remote follow-up, the mymerlin app unpaired from the patient's device and was unable to be repaired. A loss of bluetooth (ble) telemetry was suspected on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the device was interrogated to resolve the event and the patient's app was able to be re-paired. The patient was stable.